Event description:
It was reported that the pt's right middle finder tip got pinched during an exam on the magnetom symphony system. As operator moved the table, the pt's right middle finger tip became pinched between the tabletop and the carrier plate causing fracture. The reported event occurred in (B)(6).

Manufacturer narrative:
As per inspection by local service in (B)(4), no system failure was detected. The safety section of the magnetom symphony syngo mr system manual provides the user with special warning to avoid injuries when moving the tabletop. (B)(6).